Manufacturer narrative:
Pump was tested with the following protocol: 4. Flow rate, occlusion accuracy and performance. A. Record calibrated information. B. Flow rate accuracy test at 125 ml/hr. C. Pressure test (pass if psi >= 32 psi). D. 8 psi occlusion test (pass if between 0 and 16 psi). E. 30 psi occlusion test (pass if between 22 and 38 psi). Result: result: pump passed test. The pressure test was unable to be ran, due to the motor not running. Reported issue confirmed. Test completed 9-2-2021. Confirmed. Peristaltic motor was replaced. Pump was repaired, tested, and meets full specification.

Event description:
On 7-15-2021 zyno solutions received an email stating that pump 602011 failed the pressure test. Operator biomed tech. Medication none. No patient involved. Was found during testing of the pump on 7-15-2021.